Manufacturer narrative:
Concomitant medical product: product ID envpro-16-us (lot: 0011912665); product type: 0195-heart valves; implant date: (B)(6) 2024; explant date: (B)(6) 2024 product ID l-envpro-16-us (lot: 0011912668); product type: 0195-heart valves; product ID evolutpro-26-us (j131842); product type: 0195-heart valves; implant date (B)(6) 2024; explant date: (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this 26 millimeter (mm) transcatheter bioprosthetic valve into a patient with severe calcification, the valve could not be deployed due to the valve frame. It was decided to use a 23 mm valve. During the implant of the 23 mm valve, the valve dislodged so a second 23 mm valve was implanted. No additional adverse patient effects were reported.